Event description:
It was reported that the customer walked into something and as a result the touch screen became shattered and the top center of the screen became unresponsive. The customer's blood glucose was 208 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.